Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clip would not fully form when applied to structure. The surgeon squeezed the handle as hard as he could. Surgeon took picture (being returned with instrument) to show incomplete closure to structure. Procedure was completed laparoscopically with a new er320. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.